Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, no ultrasound with the handpiece during a cataract procedure. The procedure was completed with an alternate handpiece. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The handpiece was received for evaluation. A visual assessment of the returned sample found a missing red dot on the handpiece connector and cap. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to functionally meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).